Event description:
Additional information received reported the cause was unknown. The patient wanted the system explanted because it wasn¿t helping him. As far as the rep knew, the patient was doing well.

Event description:
It was reported that when the patient¿s device was in a low battery condition the patient would feel a burning sensation at the battery site on their left side implant. The doctor was not sure of a possible cause for this issue. The issues started recently in relation to (B)(6). The patient had experienced the burning sensation over several days. The patient was not getting adequate coverage and had given their device a six month try. The coverage and never been in the patient¿s back. The patient was reprogrammed on (B)(6) 2014. The patient was satisfied with the reprogramming and had no issues for a while however; their system was explanted on (B)(6) 2014. The patient wanted their device explanted because they didn¿t feel that it was helping them. The system appeared to be functioning fine but the patient didn¿t get pain relief so they had the system explanted. The patient status was listed as alive with no injury at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).